Event description:
The surgeon reported that after performing a vitreous - retinal surgery, the pt developed a persistent cataract. Additional info expected. This is the first of four reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).